Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Routine acetabular preparation for trident hemispherical solid backed shell using hip 1.4 navigation. Under reamed by 1mm. (Reamed 51mm to implant 52mm shell) when impacting the solid backed 52mm shell, surgeon said he had some initial fixation, however, when he tried to fully seat the shell, fixation was lost and the shell would not grip. Surgeon removed the shell and re-reamed with the 51mm reamer to deepen the acetabulum. The surgeon then reinserted the 52mm solid backed trident shell and again the shell would not grip. Surgeon decided to utilize a 52mm trident hemispherical cluster shell. The surgeon had difficulty with fixation with this shell too and 3 screws were required to give some initial stability. The surgeon said the large scratch on the 52mm trident solid backed shell that has been sent back for evaluation was caused by the gluteus medius retractor when he removed the shell the 2nd time. Surgeon has requested evaluation of the shell as well as the 51mm reamer.

Manufacturer narrative:
An event regarding alleged seating/locking issue involving a trident shell was reported. The event was not confirmed. The returned shell is unremarkable except for the scratch on the coated surface caused by a surgical tool, as noted in the event description. A dimensional inspection was performed and the shell was confirmed to be 52mm. Review of the provided medical records did not include anything of note to the investigation. Device history review indicated all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because the returned device was within specification.

Event description:
Routine acetabular preparation for trident hemispherical solid backed shell using hip 1.4 navigation. Under reamed by 1mm. (Reamed 51mm to implant 52mm shell) when impacting the solid backed 52mm shell, surgeon said he had some initial fixation, however, when he tried to fully seat the shell, fixation was lost and the shell would not grip. Surgeon removed the shell and re-reamed with the 51mm reamer to deepen the acetabulum. The surgeon then reinserted the 52mm solid backed trident shell and again the shell would not grip. Surgeon decided to utilize a 52mm trident hemispherical cluster shell. The surgeon had difficulty with fixation with this shell too and 3 screws were required to give some initial stability. The surgeon said the large scratch on the 52mm trident solid backed shell that has been sent back for evaluation was caused by the gluteus medius retractor when he removed the shell the 2nd time. Surgeon has requested evaluation of the shell as well as the 51mm reamer.